Manufacturer narrative:
The product was sent for analysis, on february 17th, 2025. The evaluation of the affected product revealed no damage or deviation from its specification. The functional test carried out showed evidence of clip deployment without any problems, therefore no device problem could be identified. Add imdrf code: type of investigation annex b : 10 testing of actual / suspected device.

Manufacturer narrative:
Since the affected device was discarded, no technical evaluation was possible, and the analysis is based on the information provided by the user. The clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. Bowel perforation is a known procedural complication in the resection of colon lesions. The inspection of the production quality records showed no abnormalities that indicate a product-related defect.

Event description:
During an intervention with cftrd for resecting a tumor in the colon ascendens, clip deployment was not verified by the operator before tissue resection. The resulting perforation required surgical closure and hospitalization of the patient.